Manufacturer narrative:
(B)(4). This complaint was confirmed in the lab. The tip of the spike was bent/damaged. The lot number was not provided; therefore a batch review cannot be conducted. The root cause is unknown. Renal quality engineering, along with plant quality and manufacturing personnel, will continue to monitor this product line for trends and will take corrective/preventive action as appropriate.

Event description:
A bent spike was found on the transfer set. The set had been used for 60 days. There was no patient injury or medical intervention. The actual sample was available for evaluation.

Manufacturer narrative:
(B)(4). The device has been received by baxter, however, the evaluation has not been completed. A follow-up report will be submitted upon completion of the device evaluation or if any additional information is received. A 510(k) number will not be provided as this product is manufactured for distribution outside of the u.s. And does not have a 510(k) number. However, it is being reported, because it is the same as or similar to product distributed within the u.s.